Event description:
The patient received her ipg (for off-label use) on (B)(6) 2010. It was reported the patient's charger and programmer could no longer communicate with the ipg successfully. A second charger was tried, but was unsuccessful. As a result, the patient's ipg was explanted and replaced.

Manufacturer narrative:
Results - the ipg was subjected to a visual inspection and no discrepancies were noted. Mechanical testing of the header setscrews and lead fitment was performed and normal operation was observed. Normal ipg charging was observed during analysis. The ipg communicated with the lab programmer. The ipg was subjected to continuous stimulation for a period of 43 hours; the output remained consistent with the programmed settings. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.